Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 529mg/dl. It was reported that the customer was locked out of the pump and was not able to finish the rewind process. The device will not be returned for analysis.